Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, after successfully registering the patient with the mask the registration was lost and the device was no longer accurate. The customer opted for surface tracing which made the registration worse. Rescue points were picked and the customer attempted to register with these points which were very far off. The customer proceeded to surface trace which made the registration better but the customer could not achieve optimal registration. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, after successfully registering the patient with the mask the registration was lost and the device was no longer accurate. The customer opted for surface tracing which made the registration worse. Rescue points were picked and the customer attempted to register with these points which were very far off. The customer proceeded to surface trace which made the registration better but the customer could not achieve optimal registration. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.